Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The one step pediatric CPR electrodes were not returned to zoll medical corporation for evaluation. Review of the photographs provided by the customer showed the electrode pad was removed from the liner incorrectly, with the user pulling on the blue foam portion of the pad rather than the designated red pull tab. The instruction for use (IFU) direct users to grasp the posterior electrode by the bottom red tab and peel it from the plastic liner. Based on the available information and evidence provided the complaint was attributed to improper use of the device and was closed as user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 7-week-old patient (gender unknown), the pads were opened/applied incorrectly which resulted in a minor delay for the first rhythm analysis. Additionally, staff realized the pads were not being detected by the associated defibrillator. Complainant indicated the crew corrected the pad application and placement and were able to use the same set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.